Event description:
It was reported that the pt experienced shocking sensations from her device. It was more noticeable when she was not being active. The device randomly shut off by itself. Further info is being requested from the hcp.